Event description:
It was reported that during an ensite procedure for pvc ablation. The array catheter was deployed and the geometry was collected without incident. A total of three early activation sites were mapped and targeted sequentially. The physician stated there was a steam pop at sites 1 and 2 and the procedure was halted to check the pt's condition. The study was resumed and during the last lesion set at site 3, the physician noticed balloon deflation on fluoroscopy. The procedure was halted and the array catheter was removed from the pt. The physician inflated the balloon of the array catheter with 10 cc's of saline and discovered a large leak in the balloon material and the study was stopped. Visual inspection revealed charring on the array catheter balloon. There were no consequences to the pt. The physician does not allege the array catheter contributed to the event. The boston scientific ablation catheter reportedly melted the array catheter balloon. It should be noted that the physician did not prep the array catheter balloon per the IFU.

Manufacturer narrative:
St. Jude medical is awaiting device return. A follow up report will be submitted upon completion of our investigation.